Manufacturer narrative:
The insulin pump alarmed motor error during rewind test and e70 error alarm was confirmed in alarm history due to motor encoder signal out of phase. No check settings alarm noted during testing. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 526 mg/dl. The customer treated her high blood glucose level with 6.5 units using a syringe. The insulin pump was exposed to a MRI. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.